Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-01164. Reference MFR. Report: 1627487-2019-01165. It was reported the patient was not receiving effective stimulation coverage from the scs system due to suspected lead migration. As such, the patient underwent surgical intervention on (B)(6) 2019 where the leads were to be repositioned, but the physician decided to explant and replace the leads. It was stated during procedure, the ipg was interrogated and determined to have a voltage issue. In turn, the ipg was also explanted and replaced.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-01164; reference MFR. Report: 1627487-2019-01165.